Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2018, product type: catheter. Section other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jul-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen (500mcg/ml at 60mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the hcp performed a catheter dye study the week prior to (B)(6) 2019 and the dye had pooled up in the spinal incision area. The hcp opened up the patient on (B)(6) 2018 and saw that the catheter was "coiled" in the spinal segment. They replaced the spinal segment. The hcp aspirated through the catheter and not the catheter access port (cap). The manufacturer representative confirmed that the drug was in the internal pump tubing and the pump segment. No symptoms were reported. There were no further complications reported at this time.